Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was leaking pneumo. There was a 10mm camera inserted into the trocar when the trocar was leaking. The device completed the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.